Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed by service. This condition could not be duplicated, the device passed all tests. Therefore, no assignable cause could be provided. The tubing channel was cleaned and dried to correct the reported problem. This involved a colleague p1.5 infusion pump with user interface module master software version 6.63.92. A device history review was performed finding no exception, nonconformance, or rework.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a failure code 810:11. It is unknown when or in which care area this event occurred. This condition interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module master software version is unknown.